Manufacturer narrative:
Pending investigation. D10: (B)(6), 02-010-03-0225 - logic cr femoral cem, left sz 2.5, (B)(6), 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t, (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 201-78-15 - holding pin mini sharp point 4 pk, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-23 - threaded pin size 2.3 collared, (B)(6), 521-78-32 - threaded pin size 3.0 collarless, (B)(6), 521-78-36 - threaded pin size 5.1 collarless, (B)(6), 521-78-36 - threaded pin size 5.1 collarless, (B)(6), a10012 - gps implant kit v2.

Event description:
It was reported that approximately 64 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. Patient was not revised to exactech devices. There was no reported surgical delay or device breakage. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.